Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose level was 130-170 mg/dl. The customer reverted to using insulin injections to manage diabetes. After receiving and using another pump, the customer had not received another occlusion alarm.